Manufacturer narrative:
Other, other text: one medfusion pump was received with a chip on the lower left front corner and a cracked right plunger case. The event history log was reviewed and there was a motor rate error. An occlusion test was performed and a motor rate error was found. The issue was caused by a combination of the worm coupling, leadscrew and clutch halves not operating as intended. The defective components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure. There was no reported adverse event.